Event description:
Analysis of the returned tablet was completed. No anomalies associated with the main battery were identified during the analysis. During the analysis, it was identified that the tablet could not charge the main battery. The cause for the identified anomaly is associated with a loose battery cable from the motherboard. Once the cable was reseated, no further anomalies were identified during the analysis. No additional relevant information has been obtained to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's vns programming tablet would not hold a charge. It was reported that the tablet had been plugged into a wall outlet all weekend. It was reported that the indicator light on the side of the tablet and power supply were on during charging. Additional information was received during attempted troubleshooting. The tablet was unplugged and attempted to be powered on, but it would not turn on. The tablet was then plugged into the wall outlet and it was reported that the battery charging indicator light on the side of the tablet did not light up. The light on the ac power adaptor was on. The cord was plugged in firmly to the tablet and there is no visible damage to the power cord. The tablet was then unplugged from the power cord and it shut down immediately. No patients have been affected as the office has a back-up programmer. A replacement tablet was sent which was reported to be functioning properly, using the same outlet as the faulty tablet. The faulty tablet has been received by the manufacturer for analysis. However, analysis has not been completed to date.